Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for sleeve steering issues and difficulty positioning the clip delivery system (cds) can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues and difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, the information provided stated that the patient had a floppy septum, a large left atrium (la), a small right atrium, and unusual heart axis. Furthermore, there were difficulties with visualization during the procedure due to poor image quality. It was reported that there was difficulty was experienced positioning the cds in the la due to the anatomy and it was possible that resistance was felt between the la and the clip. Based on the information reviewed, the reported difficulty positioning the cds appears to be related to procedural conditions and not a product quality deficiency. In this case, it is possible that the challenging patient anatomy, in conjunction with the reported difficulties with visualization, likely contributed to the perforation; however, it could not be determined whether the transseptal puncture or insertion of the cds caused the perforation in the la wall. The patient effects of cardiac perforation, cardiac arrest, and death are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the reported pericardial effusion was diagnosed during cds insertion and, therefore, it could not have been caused by the cds but was most likely due to the needle used for transseptal puncture. The need for additional intervention and the patient death were not associated with device deficiency or malfunction but associated with the transseptal needle. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report filed, the following information was reported: difficulty was experienced while steering the cds into the la due to the large atrium and difficult anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion that occurred during use with the clip delivery system (cds), which resulted in a patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The patient had a large left atrium (la), a small right atrium (ra), and unusual heart axis. Imaging quality was poor. During insertion of the clip delivery system (cds), a pericardial effusion was observed, and it was believed that the cds was in the pulmonary vein. Difficulty was experienced positioning the cds in the la due to the anatomy and it was possible that resistance was felt between the la and the clip. The lateral wall of the left atrium was perforated. Due to poor image quality, it is unknown if the pericardial effusion was caused by the cds or the transseptal needle. Pericardiocentesis was performed. Medication was administered and cardiac resuscitation was performed but due to cardial tamponade all medical aid attempts failed and the patient died. No clip was implanted. No additional information was provided.